Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 3.0mm proximal to the proximal end of the distal marker band. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 10mmx2.25mm flextome¿ cutting balloon¿ was used to pre dilate the target lesion. During the procedure, it was noted that the pressure did not increase further from the initial inflation of 5 atmospheres for 5 seconds. The device was removed from patient's body and the balloon was found to be ruptured. Procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years old and above. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 10mmx2.25mm flextome cutting balloon was used to pre dilate the target lesion. During the procedure, it was noted that the pressure did not increase further from the initial inflation of 5 atmospheres for 5 seconds. The device was removed from patient's body and the balloon was found to be ruptured. Procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.